Event description:
It was reported that the patient managed to bite open the tamper resistant battery door compartment of the external sound processor and swallowed the zinc air battery (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.